Manufacturer narrative:
The complaint is confirmed, cause unknown. The 000150 spring tip guidewire is sold as a re-useable device. The lifespan of the device is not indefinite however, and repeated uses of the device and subsequent reprocessing can weaken the solder joints in the spring tip. The IFU for the device instructs the user to inspect the device prior to use to ascertain suitability for use. The evidence suggests that the device had exceeded it's useful lifespan.

Event description:
As dr. Was retrieving the guidewire from the patient, the tip detached. The tip detached outside of patient. No patient harm.